Manufacturer narrative:
Additional information: block d4 (brand name, common device name, pro code (product code), g4 (premarket / 510(k) #) block d4, h4: the complainant was unable to provide the upn, or lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Block h6: problem code a0402 captures the reportable event of balloon burst. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a boston scientific balloon device was used in an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) during the procedure, the balloon popped. The procedure was completed with another of the same balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the device type, upn, or lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a boston scientific balloon device was used in an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the balloon popped. The procedure was completed with another of the same balloon. There were no patient complications reported as a result of this event.